Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. However, the photographs were reviewed, and revealed that the anthology stem is fractured. The clinical/medical investigation concluded that, the provided x-ray and photos confirm the reported anthology stem fracture. Although stress shielding around the stem and radiolucency around the tip of the stem, which could be migration were noted on x-ray. It is unknown if they contributed to the reported event. Therefore the clinical root cause of the stem fracture cannot definitively concluded. The patient impact beyond the reported revision cannot be determined with the limited information provided. No further clinical assessment is warranted at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, after a bhr-tha had been performed on (B)(6) 2022, the antholoy stem fractured. A revision surgery was conducted on (B)(6) 2022 to address this event. Patient's current health status is unknown.